Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2; b3; b6; d6a; g2.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported implant rupture. Device remains implanted. This relates to the left side.

Event description:
Patient reported "rupture". Later healthcare professional confirmed the event of "rupture" confirmed via ultrasound. This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d.9, h3, h.6.

Event description:
Patient reported "rupture". Later healthcare professional confirmed the event of "rupture" confirmed via ultrasound. This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as surgical damage and missing piece of shell assessed as inconclusive. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.